Event description:
New information received states that no intervention was performed. The patient was stable throughout the event and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardiac defibrillator exhibited myopotential oversensing. The patient was stable. No further information was available.